Event description:
Or table tipped while rotating 90 degrees. Bed type 2880 reversed at surgeon's request for oral pharyngeal surgery on a pt. Tipped while rotating bed to position it for surgeon. Follow up: 2880 bed probably too small for pt. Pt should have been placed on larger amsco table. Once 2880 bed released-balance changes and causes tipping of large pts.

Event description:
Add'l info rec'd from MFR 10/2/02: steris corp has already submitted a medwatch report on this event, please reference MFR's report # 1043572-2002-00002. This was submitted 5/9/2002.